Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). Correction made to g2: report source: company representative, health professional (previously submitted as company representative, consumer) additional information was added to e3: occupation, h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port cover of an interlink system buretrol solution set came off when the needle was pulled out. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.